Manufacturer narrative:
The insulin pump was programmed and monitored for 2 days with no full black screen. All buttons functioned properly. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump failed back light check on self-test and the problem was isolated to lcd board. The insulin pump had scratches on the display window and cracked reservoir tube lip. There was no damage on the keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call display anomaly and high blood glucose levels. Customer's blood glucose level was 425 mg/dl. Customer treated their high blood glucose via manual syringe. Customer advised their blood glucose was high and felt the insulin pump did not deliver insulin. Customer advised they took the battery out of the insulin pump, they were able to get to the menus, they then get a missed bolus reminder and are unable to clear the alarm. Customer advised they had a black display screen and were unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.